Manufacturer narrative:
(B)(4). No ventilator serial number available.

Event description:
The customer reported that due to an 840 ventilator malfunction, the pt was placed on another ventilator. Covidien inspected the device and replaced the o2 sensor.